Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 676 mg/dl. The customer was still in the hospital at the time of the call. Troubleshooting was performed. Insulin exited at the quick release. They were informed that the insulin pump was working as designed. The device will not be returned for analysis.